Event description:
During use of the mynxgrip vascular closure device, it was reported that the sealant did not deploy completely. There was no patient injury. Once compression was completed per deployment steps/IFU hemostasis was achieved. It is possible that the physician had difficulty shuttling the device to deploy. The physician was trained to the device and notice that the distal end of the mynx to be split and some of the sealant exposed out of the side of the device upon deployment. Otherwise, the deployment went as usual. The peg was in the patient and some was outside the device. Femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular competitor's sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Unusual force was not applied when retracting the sheath. The advancer tube was engaged or visible. There was no tortuosity. The patient was not hospitalized as a result of the event. The device is available for analysis. No other information was provided.

Manufacturer narrative:
During use of the mynxgrip vascular closure device, it was reported that the sealant did not deploy completely. There was no patient injury. Once compression was completed per deployment steps/IFU hemostasis was achieved. It is possible that the physician had difficulty shuttling the device to deploy. The physician was trained to the device and notice that the distal end of the mynx to be split and some of the sealant exposed out of the side of the device upon deployment. Otherwise, the deployment went as usual. The peg was in the patient and some was outside the device. Femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular competitor's sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Unusual force was not applied when retracting the sheath. The advancer tube was engaged or visible. There was no tortuosity. The patient was not hospitalized as a result of the event. The device is available for analysis. No other information was provided. A non-sterile 6f/7f mynxgrip vascular closure devices involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The procedural sheath was observed on the catheter, fully pulled up against the shuttle handle. The syringe was connected to the device with stopcock open. The advancer tube was returned separately from the device. The sealant was not returned with the device. The condition of the returned device indicates a complete removal of the sealant. The catheter, shuttle cartridge and advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The advancer tube was re-inserted onto the device and properly engaged to the distal tamp lock as intended per mynxgrip instructions for use (IFU). The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock. No damages or anomalies were observed. A device history record (DHR) review of lot: f1819801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment partial¿ was not confirmed through analysis of the returned device. The exact root cause of the reported failure could not be conclusively determined during analysis since no anomalies could be found. Based on the information available for review and the analysis of the returned device, the reported failure may have been caused by an incomplete engagement of the advancer tube during the procedure, especially since the customer reported that there was possible difficulty experienced shuttling down. According to the instructions for use, which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant being deployed outside the body upon ¿tamping¿ down during the procedure. The device performed as intended per the mynxgrip IFU. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.